Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5mm by 6mm amplatzer duct occluder was chosen for implant using a 5f non-abbott sheath. During deployment, the physician noted that the device was not taking the desired shape, so they have to retrieve the device back.